Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. In (B)(6) 2019, the infected site was completely cured; the outcome was considered resolved. Spasticity was being treated with an oral agent. The pump and catheter were discarded.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a business partner regarding a patient who was receiving gabalon (unknown concentration at 150 mcg/day) via an implantable pump for cerebral palsy. It was reported the pump implantation procedure was performed on (B)(6) 2019. On (B)(6) 2019 improvement of spasticity was observed, but when the patient visited the hospital, abdominal wound infection was suspected. The pump and catheter were removed. The attending physician's assessment indicated the patient's physique was small, and sometimes opisthotonos was observed. The pump and catheter were removed because there was concern about the pump protruding out of the wound. According to the patient¿s parent, spasticity was improved, so implantation of the pump again was expected. However, implantation of the pump again would be under consideration after the patient grew up and the patient¿s physique became large. The outcome was considered unrecovered. The event was considered not causally related to the drug, catheter, pump, or programmer, and unknown if causally related to the surgical procedure. Further complications were not reported.